Event description:
It was reported, "dr. (B)(6) was using our dtip iii instruments in a laparoscopic assisted vaginal hysterectomy (lavh) on (B)(6) 2014. During the procedure the surgeon was using the dtip long fenestrated grasper (3-1006) with the jaw in the open position to dissect tissue. She then attempted to grasp onto an area of tissue and inadvertently grasped onto the jaw of another dtip iii instrument. She applied pressure and tried to squeezed the handle to close the jaw, at which time she felt and witnessed the instrument jaw break and fall into the patients abdomen. The broken piece of the jaw was immediately recovered and removed in its entirety. The patient was xrayed to ensure that everything was removed." It was also reported that there was no patient injury.

Manufacturer narrative:
The device has been retained by the end-user facility and will not be returned to conmed corporation for evaluation. On completion of the quality engineering evaluation a supplemental report will be filed. This is being reported due to a sentinel event reported on medwatch 1320894-2013-00015. Device retained by hospital.

Manufacturer narrative:
As reported, the damaged device was retained by the user facility and not returned to conmed for evaluation. Without the involved instrument, an evaluation and physical examination of the instrument could not be performed and thus the exact cause of the breakage could not be determined. However, photos of the damaged instrument were provided, which showed one of the jaws was completely detached and this confirmed the reported breakage. This instrument was manufactured on 24 jul 2013. Of the lot containing 30 units, there were no other similar complaints received. A review of the lot history records found no noted discrepancies during the manufacturing process that could have caused or contributed to this reported breakage. In this instance, the information received from the user facility indicated that while the surgeon was trying to dissect the tissue, the open jaw of the dtip long fenestrated grasper was grasped onto the jaw of another instrument while she attempted to grasp onto the tissue. The surgeon applied pressure and tried to squeeze the handle to close the jaw, at which time the jaw broke off and fell into the patient abdomen. Based on this incident description, it is believed that the most likely cause of this reported breakage was user related and a possible result of unintended misuse of the instrument causing the jaw of the dtip long fenestrated grasper to come in contact with the jaw of another instrument and by overstressing the mechanisms on the involved grasper by improperly gripping and closing its jaws over another instrument within it grasp. The detachatip multi-use graspers, long fenestrated grasper is a multi-use laparoscopic long fenestrated grasper intended to grasp tissue in a variety of endoscopic procedures. This is a reusable device and the number of surgical uses and sterilization cycles was not provided. The IFU (instructions for use), states that "detachatip laparoscopic instruments have been validated for thirty (30) steam sterilization cycles. The useful lifespan of a surgical instrument is largely dependent on the care and handling of the instrument. For optimal life, protect the detachatip instruments from contact with other instruments during cleaning and re-sterilization". Final determination of the device lifetime is at the discretion of the operator. Thus, device damage during cleaning and handling could also contribute to its useful life span. To reduce the risk of the jaw breakage and the patient injury, the IFU provides the following warnings: avoid overstressing mechanisms of instruments by properly gripping and maneuvering during surgery. If excessive force is applied, the mechanism can be easily overstressed resulting in damage or breakage" corrected data: the date of this report was reported improperly on the initial submission of this medwatch and the correct date is reflected in this report.